Event description:
Recurring cartridge alarm 20 was reported by a customer, beginning on november 22, 2025, with the most recent occurrence on november 29, 2025. There was no adverse impact on the customer's blood glucose level. To address the issue, the customer resolved alarms by changing out cartridges and was advised by technical support, who confirmed the cartridge lots. Technical support provided storage mode instructions and arranged for a replacement pump to be sent, with the customer continuing to use the current pump as a backup. The customer was instructed to return the faulty pump to tandem using a provided return box and label.